Event description:
It was reported that during a lap cholecystectomy procedure, there were jammed clips. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip - advancer bypass the analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it delivered two malformed clips due to an advancer bypass and fired the remaining clips conforming according to our manufacturing specifications. Please note that an investigation has been initiated to address the potential root cause of this issue. The device locked as intended but the orange indicator did not show up completely. No incident related to the reported event was observed during the batch record review.